Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found needle bent inside sensor base causing needle hard to remove from sensor as noted in the comments by the customer. No broken or missing parts were observed during visual inspection. In summary, the customer complaint for needle hard to remove was confirmed, found sensor as a whole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the sensor introducer needle was hard to remove. The event involved product(s) mmt-7040b. Troubleshooting was performed and found that the introducer needle fractured while in the body. The introducer needle is still inside the body and customer did not receive medical treatment as a result of the needle fracturing while in the body. Advised to return the sensor and needle hub. No further patient complications were reported. Product return is required for mmt-7040b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.